Event description:
Total hip 9 yrs ago. No details available. Per x-ray appears to be cementless femoral component pca type with loose beads. Femoral component loose, causing increased pain. Upon revision found loose femoral component and polyethylene within cup loose.